Manufacturer narrative:
(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el314 device was returned nonfunctional as the jaws were yielded, therefore, the clips could not be loaded into the jaws. Please note that as stated in the instructions for use: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the device. The certificate records are accessible through external manufacturing.¿

Event description:
It was reported that during a cholecystectomy procedure, the lap clip applier jaw was opened and was not working. It is unknown how the procedure was completed. There was no patient consequence.